Manufacturer narrative:
Complaint no: (B)(4) was initially submitted on (B)(6) 2015. Manufacturer report number #1416980-2015-42253. The initial complaint the occurrence date was reported as (B)(6) 2015. Upon follow up information the occurrence date was reported as (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the bacterial peritonitis was reported to be due to the use of a "defective minicap" (no further details were provided). On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. On an unreported date, dianeal therapies were discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. It was reported the patient was discharged seven days after hospital admission. At the time of this report the patient outcome was not reported (previously reported as recovering). No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.